Event description:
New information states that the patient presented in clinic for follow up. The patient received inappropriate shock for atrial fibrillation. No intervention was performed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the device exhibited inappropriate shock. No further information was reported.